Manufacturer narrative:
Per tandem's user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not seen to be dripping from tubing during the load fill tubing process. Reportedly, customer was reusing cartridges. There was no adverse impact to the customer's blood glucose level.